Event description:
Per the clinic, the patient experienced ear and neck pain and it was due to the patient developed a meningitis (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.